Event description:
It was reported via repair work order that neither the footboard nor siderail controls were working properly due to a faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.